Event description:
Reportedly, during f/u of (B)(6) 2012, pacemaker residual longevity displayed by the programmer was approx 18 months. Pacemaker settings were not changed; a new f/u was performed on (B)(6) 2012 and at that time the displayed residual longevity was "less than 3 months". Pacemaker was explanted on (B)(6) 2013 and will be returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.